Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to user mishandling. A visaual inspection of the device found the housing to be damaged, which was not consistent with normal wear and tear. The processor/bridge/pace board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.